Manufacturer narrative:
This event was determined to supplemental to the information reported under MFR #2916596-2023-08065. All investigational findings will be reported under that event.

Event description:
Additional information was received that the onset of the driveline infection was on (B)(6) 2023.

Event description:
It was reported that the patient experienced a driveline infection.

Manufacturer narrative:
B3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.